Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported found that a foreign material adhered to the inside of a sleeve, resulting in irrigation failure during procedure. The foreign material (clogging material) was in the sleeve and not in the patient's eye. The procedure was completed after replacing the product with another one. The involved eye and the patient identifier are not available. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. One used sleeve was returned. A plug-like foreign material was found inside the shaft of sleeve. The sleeve was sent to the particle lab for further evaluation. The sleeve was analyzed and the best match was found to be poly(dimethylsiloxane). The root cause of the customer's complaint of the foreign material in the infusion sleeve is related to an error caused during the suppliers manufacturing process. The supplier has been notified of this complaint and will take appropriate actions as necessary. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).